Event description:
Per the aquabeam representative, the aquabeam handpiece was not registering with the system while it was inside the patient. There was no stimulation occurring. There was no harm to the patient.